Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the issue was identified as a medication replacement dispensing problem. It was observed that when performing an override, the substitution function was not consistently working. For example, an attempt was made to override combivent in the ER; since it was not available in the ER pyxis profile, the system should have suggested an available therapeutic alternative. However, iprasal, which was available in the ER, did not appear as a substitution option. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.